Manufacturer narrative:
Zoll service personnel evaluated the thermogard xp ivtm system (sn (B)(4)) at the customer site. The reported complaint that "the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was that the air trap sensor block malfunctioned due to an overflow of saline into the console air trap holder, likely caused either by a leaking start-up kit (suk) or attributed to user mishandling. During device inspection, traces of dried saline was observed on the air trap sensor block. However, there was no recent previous event found for a leaking suk associated with this thermogard console. No apparent physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. The thermogard system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. During device inspection, dried saline traces were observed on the air trap sensor block, causing the sensors to malfunction. The air trap sensor block assembly was replaced to remedy the fault. Unrelated to the reported complaint, the bearings of the pump rotor head were sticky and made noise during rotation, and the pump rollers were noted to be a rusty brown color, likely resulting from a previous unreported saline spillage in the raceway. Dried saline within the pump rotor rollers will cause corrosion, leading to eventual mechanical failure of these parts when the system is running. The pump roller assembly was replaced to address the problems. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with serial number (B)(4).

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message upon powering up. The reported issue caused about 4 hours of delay in providing the treatment. The patient's status information was requested, but the customer did not provide a response.